Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107-abnormal shutdowns) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a defective u1 component on the computer/analog (ca) board.  The root cause for the defective u1 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving service code 107-abnormal shutdowns.